Event description:
The tip of the catheter sheared off when retracting the catheter over a wire through a 6 fr guide catheter adjacent to a staghorn calculus. The 4 fr catheter bound adjacent to the stone. The guide wire remained through the fragment and down to the bladder. Over the wire an 8fr sheath was placed and the fragment removed successfully. No injury to the pt.